Event description:
A talent stent graft system was implanted in zone four for the endovascular treatment of a 5.4 cm in diameter thoracic aortic aneurysm. The proximal and distal aorta was 27 mm in diameter. The right and left iliac arteries were 10 mm in diameter. The right and left femoral arteries were 6.5 mm in diameter. The access vessels had moderate calcification and the aortic neck had no mural thrombus present. The aorta has mild tortuosity. It was reported that approximately 17 months post procedure, the patient expired. The cause is unknown. Additional information was requested. No issues were seen during the patient¿s follow up appointments.

Event description:
Additional information was received. It was reported that the cause of death was due to respiratory failure secondary to metastic esophageal cancer. The investigator assessed this event as not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death) . (Unknown cause of death). Evaluation conclusion: (unknown cause of death). Known inherent risk of a procedure (death).